Event description:
The customer stated a (B)(6) result was generated on the architect hbsag assay. A patient previously tested (B)(6) in 2005 using the lumipulse method. The patient was tested in (B)(6) 2012 and generated a (B)(6) result on architect hbsag. The sample was sent to a reference lab and confirmed (B)(6) (method not stated). The customer retested the sample on architect hbsag qt and yielded a result of (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c36, that has similar products distributed in the u.s., list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation has concluded that architect hbsag reagent 6c36-27 lot 17473lf00 is performing acceptably. A review of the customer complaint database shows no adverse trend for architect hbsag list 6c36 and no atypical complaint activity for lot 17473lf00; this is the only false negative complaint registered for this lot. Review of manufacturing and quality testing records showed no issues and clinical sensitivity testing of the lot on an i1000sr analyzer showed acceptable performance. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. There is not enough information to reasonably suggest a malfunction at this time as the false negative result was generated for a discrete sample and retest of the sample gave the expected result. A review of complaint trending and seroconversion panel testing shows that the product is performing acceptably. This indicates a sample specific issue.